Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a large drop in estimated battery longevity and remaining longevity was described as short. It was also noted that right atrial (ra) lead thresholds had increased and impedance measurements had decreased. The patient was programmed to ventricle-only pacing. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.